Manufacturer narrative:
(B)(4). A 4-lumen catheter marked 8.5fr x 16cm on the juncture hub was returned for evaluation. A visual exam was performed and it was observed that the distal tip of the catheter had been intentionally removed by the customer after use. Visual examination showed that the distal extension line was distended (ballooned). The appearance of the extension line was consistent with the application of pressure greater than the catheter was designed to withstand. A 0.032" diameter guide wire from lab inventory was inserted into the distal lumen and through the catheter with minimal resistance. A review of the device history records (DHR) for the catheter did not reveal any manufacturing related issues. The report that the catheter was distended was confirmed through examination of the returned sample. The distal extension line was stretched outward and ballooned along its length. The customer reported pressure injecting through the catheter at 4ml/sec. However, the lidstock and the IFU do not indicate that this catheter can be used for pressure injection. As a result, the probable cause of this event is user error. A customer in-service has been initiated for this issue.

Event description:
The customer alleges that post procedure, the clinician noted irregularity and distension in the pigtail of the distal lumen. The cvc was removed. A PICC was inserted. No patient complications and no adverse effect to the patient.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that post procedure, the clinician noted irregularity and distension in the pigtail of the distal lumen. The cvc was removed. A PICC was inserted. No patient complications and no adverse effect to the patient.